Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was suspected to have exhibited a loss of capture on telemetry, resulting in high thresholds and a heart rate in the 30's. Additionally, there was an impedance warning for high and undefined pacing impedance values. The lead remains in use. No further patient complications have been reported as a result of this event.